Event description:
It was reported that the customer was hospitalized with high blood glucose of 628mg/dl. Troubleshooting could not be performed, and the insulin pump alarmed no delivery. When the customer changed the infusion set the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm test.